Event description:
It was reported that the right ventricular lead was fractured. There was noise on the pace/sense portion of the lead, the lead was oversensing and had high impedance, a lead integrity alert (lia) was triggered, and there was loss of capture. The pace/sense portion of the lead was capped and replaced; the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.